Manufacturer narrative:
Eval, results: eval of the returned product revealed that the needle pointer rest below zero. Therefore, no readings could be taken. The needle does move up when the inflation bulb is squeezed and holds pressure. The rubber protective ring is missing, the dial plate is returned, and the clip is compressed. Note: posey instructions for use indicates: the cufflator should be calibrated annually, or if the measurements fall outside of the range, or if the needle does not indicate a pressure reading of zero when nothing is connected, or if the unit is ever dropped. (B)(4).

Event description:
The customer reported the unit needs to be calibrated. There was no physical damage reported. There was no pt incident or injury reported.